Event description:
"There was 1 death from postoperative myocardial infarction on postoperative day 2." Follow up findings from the surgeon reported as "the pt had a myocardial infarction (mi) and was unable to be resuscitated. Autopsy noted cause of death mi. The pt's mi was not device related." The event is being reported because inamed corporation's approach is to resolve all doubt in favor of reporting.